Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire, 2-lumen hemodialysis catheter, dilator, and product lidstock for evaluation. The guide wire was returned threaded through the catheter. Obvious signs of use were observed on the components. Visual examination revealed the guide wire is unraveled from the distal weld and contains multiple kinks along the body. The guide wire distal j-bend is misshapen but intact. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire is broken adjacent to the distal weld. Both welds are present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The kinks in the guide wire body were measured at 18mm, 240mm, 320mm, 411mm, and 612mm from the proximal tip. The broken core wire measured 681 mm in length , which is within the specification of 678 - 688 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.840 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The catheter body length measured 217 mm which is within the specification of 207-227 mm per catheter product drawing. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint (.877mm) was inserted through the catheter. Little to no resistance was observed as the guide wire passed completely through the catheter body. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion". A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.